Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the insertion of lens the trailing haptic broke off in the eye. Subsequently the lens was removed during initial procedure and after opening new injector and cartridge they completed the procedure with another lens. Additional information has been requested.